Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that at 08:30 on (B)(6) 2026, the patient underwent laparoscopic right adnexectomy and hysteroscopic adhesiolysis in our department. While operating the bipolar surgical electrode attached to the high-frequency electrosurgical unit, the high-frequency electrosurgical unit suddenly ramped up its output power to the maximum level automatically. Unaware of this malfunction, the surgeon performed hemostasis on the patient's incision, which led to severe tissue charring at the incision and injury to surrounding tissues. The surgeon immediately paused and shut down the high-frequency electrosurgical unit, irrigated the affected region with normal saline for cooling, swapped in another high-frequency electrosurgical unit, and concluded the operation.